Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported persistent pain at the ipg site. In addition, she has lost approx 40 pounds. The pt will consult with her pain physician at a future date.